Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, part of the v-cutter tip broke. A replacement vsp550 was utilized, causing a 5 minute delay to change out the device, to complete the procedure and to remove the broken piece from the tunnel. No extra incisions were necessary to retrieve the broken piece, and there was no pt bleeding or harm. The operator was satisfied that the recovered piece matched the missing section of the v-cutter. Surgery was completed successfully.